Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed a button error alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
No unexpected button error alarms were noted. The pump had intermittent button response on the act button due to corroded keypad traces. The pump had a cracked lcd window, a cracked case at the display window corners, a partially broken off reservoir tube lip, a cracked reservoir tube window, a cracked reservoir tube, broken battery tube threads, a broken belt clip slot and missing end cap sticker.